Event description:
Philips received a complaint by the customer on the v60 indicating that when powering on the unit, it just goes into a vent inop with no display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that while the device was opened, he noticed the ribbon cable from the motor controller (mc) printed circuit board assembly (pcba) to the data acquisition (da) pcba was partly disconnected. Properly connecting that ribbon cable and did not solve the issue. He requested bench repair. The investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the central processing unit (cpu) printed circuit board assembly (pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.